Event description:
Poly wear was discovered during surgery to resurface patella.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for reviewing and searching the complaint database was not provided. The investigation could not draw any conclusion about the reported event based on the lack of the product to examine; however, polyethylene wear after sixteen years implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.